Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that a loss of capture was observed on the right ventricular lead. The physician believed that the lead had dislodged as a result of strenuous activity by the patient. The lead was disabled and was later explanted and replaced.